Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7108379, UDI: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate pain relief. It was noted that the patients spinal cord stimulator (scs) leads had high impedances. The patient underwent a procedure wherein the scs leads and implantable pulse generator (ipg) were replaced. There were no issues with the ipg. The patient was doing well postoperatively. The explanted devices were not returned per facility policy.